Manufacturer narrative:
(B)(4). The device has been requested for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
The user reported that 5 minutes into a saline infusion, the pt called them to advise that there was a leak. When the clinician took a closer look, they noticed a leak from the spike adaptor at the bottom of the burette set. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional medical intervention required.